Manufacturer narrative:
G4:08mar2021. B4:16mar2021. The bio-med was performing a 12.5k preventative maintenance (pm) and could not get it to work after parts were changed for the pm. The unit never got repaired. The issue was found during testing and was reported in error. Based on the information provided, this record is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
Philip's field service engineer (fse) was completing 12.5k preventive maintenance (pm) and identified an error code consistent with 24 volt (v) failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.